Event description:
Patient reported insulin is leaking into the infusion device adapter and this has resulted in erratic blood glucose levels. Patient changed "everything" and the insulin leak continued. Patient met a nurse who agreed that patient is performing the steps correctly, and the nurse believes the issue is due to the infusion device. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.